Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a rebel stent. Nothing else was returned. The stent was visually and microscopically examined. The stent is stretched and damaged. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on (B)(6) 2019. A rebel stent was received with no issue reported. However, returned device analysis revealed stent damaged.